Manufacturer narrative:
(B)(4) radoslaw stempin, wieslaw kaczmarek, kacper stempin, julian dutka (2017)midterm results of cementless and cemented unicondylar knee arthroplasty with mobile meniscal bearing: a prospective cohort study. The open orthopaedics journal(2017), https://benthamopen.com/fulltext/toorthj-11-1173 (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information received based on review of a journal article, entitled "midterm results of cementless and cemented unicondylar knee arthroplasty with mobile meniscal bearing: a prospective cohort study", by stempin, r. Et al. (2017) this complaint refers to the reported "one patient with cementless uka (2.0%) received revision surgery nearly five months after the initial implant to repair a dislocated meniscal bearing. Similarly, this case did not involve the medial compartment implant." (Page 1176)

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.